Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic and noted to have a driveline fracture. The patient had placed electrical tape on the area of concern. The vad coordinator reached out to have a clam shell repair. It was reported that the driveline was evaluated in clinic on 11jun2020 with an engineer. There was a small break in the external jacket of the driveline that was reinforced with rescue tape. There was no evidence of driveline fault alarms. The patient is stable. It was reported that the driveline damage was miss reported, as a clam shell repair was not needed. Rescue tape was applied to the damage for the tears in the percutaneous lead jacket. The vad coordinator requested a log file analysis for driveline integrity. It was reported that during the initial analysis of the log file, elevated flows were observed well above the normal parameters. There were no other unusual events seen within the log file.

Manufacturer narrative:
Sections d4 & h4: additional information. Manufacturer's investigation conclusion: abbott technical services confirmed damage to the silicone jacket on the external portion of the driveline. The patient presented to the clinic on (B)(6)2020 with external, superficial driveline damage that was repaired with electrical tape. A clam shell repair was requested, but upon evaluation by abbott technical services on (B)(6)2020 it was determined that a clam shell repair was not required. Tears in the driveline silicone jacket were noted, and rescue tape was applied to the damage. The submitted photos showed an external driveline repair with rescue tape. No photos were submitted of the reported superficial damage to the silicone jacket. A review of the submitted log file from (B)(6)2020 found that the pump maintained a speed above the low speed limit. The system appeared to be operating as intended and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6) with no additional related complaints at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.